Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the tip of guidewire which appeared to be damaged. The coils on the tip of the guidewire were observed to be misaligned. No use residue or other details of the damage could be discerned in the returned photographs. Although guidewire damage was evident in the submitted photograph, inspection of the photographs was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
On (B)(6) 2023, medical staff found that the end of the guide wire was rough, with a curved hook, and could not be inserted into the vascular sheath when the patient placed the catheter. No other information was provided. 01/24/2024: the returned device exhibited a damaged guidewire.